Event description:
The case involved a young girl suffering from an intrinsic thoracic (t1-t5) lipoma, a rare form of pediatric lipoma. During the case, the co2 laser fiber was used to resect the fatty tissue. Intra-operative nerve monitoring was uneventful and in the immediate post-operative period, (B) (6) reports that the girl was "moving both legs well". However, over the next 2-4 days, the pt developed unilateral leg weakness with poor proprioception. MRI was performed, but did not demonstrate spinal cord compression. On post-operative day (pod) 6, motor function was absent. Over the next 4 days, she began to regain strength (based on surgeon's correspondence, updated up unit pod 10). (B) (6) indicates that he is certain that this (transient) disturbance in motor function was a direct result of co2 laser related thermal injury. (B) (6) is a pediatric neurosurgeon who has used lasers in the past, including our system. The surgeon dismisses any form of spinal cord manipulation or compression that could potentially result in such outcomes. Similarly, he argues against vascular causes.